Event description:
A malfunction was reported during an event in ireland, identified as malfunction 16, involving a pump. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged to replace the pump, which was still under warranty. The customer was instructed on how to put the malfunctioning pump into storage mode and return it using a pre-paid label, and they would use multiple daily injections as a backup therapy in the meantime.